Event description:
It was reported to gore that a patient developed a seroma nine days after having gore mycromesh biomaterial implanted for the treatment of a right inguinal hernia. The seroma was managed by drainage and bandage dressings for 30 days, however, the wound would not close. Subsequently, the patient underwent a second procedure and the device was removed. The patient is reported to be in good condition.

Manufacturer narrative:
A review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. The device has not yet been returned for evaluation. Further investigation pending device return.